Manufacturer narrative:
Additional information: d9. The customer¿s reported complaint that the device battery failed during an infusion was not confirmed. Inspection: it was reported that the device battery failed during an infusion. The date of the event is reportedly unknown. There was no reported patient impact. Although requested further information was not provided. Returned pcu instrument seal was observed intact. The right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed to be in good condition. The front case, the rear case and handle were observed in good condition. The battery was properly installed, showing all screws intact. All other inspected components were noted manufactured bd parts. An internal examination of the system observed dried fluid ingress on the bottom front area of the rear case and adjacent front case. Test results: customer¿s returned pcu was tested using battery discharged without prior warnings test method to identify its battery operational state. No issues were reported by software engineering after battery log analysis. Pcu battery results from a fast battery conditioning showed the battery capacity range noted 4062mah. During manual conditioning, the battery capacity was recorded at 3770mah. Test method information: testing was performed per the battery discharged without prior warnings test method 1503-001-017, dir# 10000360048. See the attached test results file in trackwise ((B)(4)) battery discharged without prior warnings test method.pdf). The root cause of the customer¿s experience with the device battery failing during an infusion was not determined. Review of the logs by software engineering found no issues. Device history review: a review of the device history record showed the device had a manufacture date of 17may2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device battery failed during an infusion. The date of the event is reportedly unknown. There was no reported patient impact. Although requested further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
It was reported that the device battery failed during an infusion. The date of the event is reportedly unknown. There was no reported patient impact. Although requested further information was not provided.